Event description:
It was reported when using the bd vacutainer® edta 2k had printing defect. There was no report of impact to patient or user.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. E.4. Initial reporter city: (B)(6). E.4. Initial reporter facility name: (B)(6).

Manufacturer narrative:
H6. Investigation summary: bd japan received two actual samples and 4 photos were provided by the customer in support of this complaint. The returned samples and photos provided indicate tubes with missing labels. Bd was able to confirm the customer¿s indicated failure mode with the investigation completed. The exact cause for the customer¿s failure mode could not be determined. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.

Event description:
It was reported when using the bd vacutainer® edta 2k had printing defect. There was no report of impact to patient or user.